Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was due to the improper seating of the cartridge during the loading sequence. The pump supplies were changed to resolve the issue. As a result of the occlusion, customer's blood glucose (bg) increased to 358 mg/dl with trace ketones and the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer administered a manual injection prior to the hospital and was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the call with tandem technical support (cts), customer was still admitted to the hospital with the issue resolved and no permanent damage. Customer declined further follow-up and troubleshooting with cts; therefore, no additional information was able to be obtained.